Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech recommends this occurred due to a low battery charge. They recommends replacing the main speaker and power supply processor board, then charge the battery. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30 dec 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure. No device will be returned per customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech recommends this occurred due to a low battery charge. They recommends replacing the main speaker and power supply processor board, then charge the battery. There was no patient involvement.